Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
No product available to be returned.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 88 mg/dl, 153 mg/dl, and 113 mg/dl. No adverse event reported. Requested return of suspect strips and replacement was sent.